Event description:
The olympus field service engineer (fse) reported on behalf of the customer, that the visera video system center image stops suddenly. The intended procedure was completed with the same equipment. The issue was found during an unknown event and the device was inspected before usage. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, however the physical evaluation of the device is still pending. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h4, h6, and h10. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.